Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient develops repeat seromas over the implant site. The seromas have been drained multiptle times but the issue did not resolve. The device was explanted on (B)(6) 2024, in order to re-implant the patient with a new device at a new location.